Event description:
Sounds like flow stopped to the patient and vent alarmed.======================manufacturer response for ventilator, neonate, babylog (per site reporter).======================the day before the event there are two errors with valve drive over temperature faults. 0337.00020.failure: monitoring of over temperature of valve drive has been activated. The m15.1 control has detected an excessive increase in temperature via the drive current monitoring. The driver current is reduced to 0.6 a.possible causes: 1. Leakage in m15.1 diaphragm -> crater 2. Faulty valve driveremedies:1. Perform ventilation system leakage test in device check.2. Start the test mode, and then test the valve drive using the hit software. Call up the "pi expiratory valve" product page for the v500, and then check the valve drive via the expiratory valve test.3. Check valve drive according to "valve drive m15.1" repair instructions.had a conference call and manufacturer feels that the expiratory diaphragms are not being sterilized properly and/or need to be changed out on an annual basis. Ventilator tested within normal operating limits and was put back into service.